Manufacturer narrative:
Product analysis #(B)(4): part # 4926450: lot # 21hp visual and optical inspection confirmed the implant has broken/cracked at the inserter attachment area. The damage is consistent with excessive force placed on the implant during the implantation procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone oblique lateral lumbar interbody fusion. It was reported that the graft started to break, where it is attached to the inserter. The clydesdale ptc 14x50mm graft was about half way into the interbody space at l4/5. No patient symptoms or complications associated with this event. No further complications were reported/anticipated.